Event description:
Customer reported that insulin was squirting out during the manual prime. Alarm history was reviewed and a motor error alarm was noted. The drive support cap was noted to be normal. Customer does not use the sensor feature and they were able to complete the rewind sequence. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The motor was tested outside the insulin pump and passed. Unable to perform prime test, occlusion test or excessive no delivery test due to motor error alarm. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.